Event description:
It was reported that the patient experienced a shocking/jolting sensation when exposed to security devices. No specific instances were reported. Additional information was requested.

Manufacturer narrative:
(B)(4).